Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d primary UDI, catalog, and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, was supported with an impella cp implanted percutaneously via the right femoral artery on (B)(6) 2026 at 13:00. During support, the patient experienced bleeding at the access site with associated hematuria. Hemostasis was achieved with manual pressure. Based on the available information provided, the reported event involved access site bleeding and hematuria during impella cp support, which was managed conservatively with manual pressure, and the patient survived without documented additional complications at explant. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. It is unknown if there was any traumatic foley insertion that may have contributed to the hematuria. The patient remained on support until (B)(6) 2026 with a successfully explant and survival.

Event description:
The pump was not retained at explant.